Event description:
Analysis of the explanted lead was completed on (B)(6) 2015. The reported allegation lead fracture was confirmed. The findings were consistent with patient manipulation or rotation of the device while it was implanted. No other obvious anomalies were noted.

Event description:
It was reported that the lead had also been replaced. The explanted lead and generator were received on 06/25/2015. Analysis of the explanted generator was completed on 07/13/2015. The generator performed according to functional specifications as defined in final electrical testing. During the product analysis there were no anomalies found with the pulse generator. Analysis of the lead is underway but has not been completed to date.

Event description:
It was reported that during prophylactic generator replacement the surgeon found the lead twisted inside of the generator pocket and observed a lead fracture. It was reported that the lead fracture was unknown prior to surgery and that device diagnostics were within normal limits. It was reported that device diagnostics showed dc dc code - 0. The surgeon implanted a new generator, but did not connect it to the lead. And surgery was ended. The surgeon wanted to discuss lead revision with the patient's mother prior to changing the lead. It was reported that the patient manipulated the lead through the skin. The surgeon believes the lead has been broken for some time. No additional relevant information has been received to date. The explanted generator has not been received for analysis to date. No known lead replacement surgery has occurred to date.